Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received. Product was used for therapeutic treatment. Add'l data from importer report: the pt's attorney alleged a deficiency against the device. Per add'l info received, the pt has experienced severe pelvic pain/dyspareunia requiring partial removal of mesh, severe lower abdominal pain, urinary retention and mild urethral hypermobility.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced severe lower abdominal pain requiring intermittent and persistent usage of narcotic analgesics, single adhesive band without etiology to pain, slight tiny serosal tear of the stomach. "Previous placement of polytetrafluoroethylene tension-free vaginal tape incontinence mesh," dyspareunia, infection, urinary problems, bowel problems, recurrence, bleeding, loss of consortium, and vaginal scarring. The patient underwent diagnostic laparoscopy, adhesiolysis, partial removal of the tension-free vaginal tape mesh, and cystoscopy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The reason for mesh implantation was stress urinary incontinence, pelvic pain, dyspareunia, and rectocele (cystorectocele). The procedures performed were diagnostic and operative pelviscopy with peritoneal biopsies, lysis of adhesions, laparoscopic uterine nerve ablation (luna) procedure, transvaginal tension-free tape procedure (uretex tvt) for suburethral sling procedure, and rectocele repair with intraoperative cystoscopy. The complications post uretex placement were pain, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring.